Event description:
The customer reported via phone call that she was having issues with her meter tests trips. Customer stated that a couple of strips indicated having a really low blood glucose of 20 mg/dl. Customer stated that she tried a few more strips and got a more correct reading. Customer had 3 in a row yesterday. Customer stated that the strips were brand new. Customer's blood glucose was 101 mg/dl this morning. Customer stated that her blood glucose went up to 282 mg/dl. Customer does not believe the test strips for her meter are giving her accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.